Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had low impedance, however, due to the device upgrade the lead was capped and replaced with a high voltage lead. No patient complications have been reported as a result of this event.